Event description:
Pump sn (B)(4) alarmed no disposable, clamp tubing- confirmed cassette attached. Unable to stop alarming. Also has crack in battery cover. Second pump sn (B)(4) alarmed no disposable, clamp tubing again confirmed cassette attached. Unable to stop alarming. Device was not in use when fault occurred. No lapse in therapy or side effects due to malfunction. Sending replacement device and pt will return malfunctioning device. Pt does have back up devices - has 3. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; reported to cvs/caremark by pt/caregiver.